Manufacturer narrative:
Correction: section d - device available for evaluation marked as yes, in the initial report this was marked as no. Additional information: section d - expiration date; device returned to manufacturer. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke cls was returned to saluda for analysis. The device logs reviewed prior to the event date revealed disconnected electrodes, which appeared to resolve following replacement of the cls. The device passed visual and functional testing with no anomalies identified. The root cause of the disconnected electrodes cannot be definitively determined. A potential cause may have been issue with lead insertion that was resolved when the cls was replaced but this cannot be confirmed. The evoke scs system surgical guide states "it may be necessary to reinsert the leads if some electrodes are not connected properly to the cls. The risks associated with the implantation and use of a spinal cord stimulation system include undesirable changes in stimulation sensation and/or location and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
During a follow-up evaluation for a patient implanted with an evoke spinal cord stimulation (scs) system, an impedance check was performed and high impedances were identified. A revision procedure was performed and the cls was replaced to resolve the reported event.